Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during priming. The home patient (hp) was connected. The technical service representative (tsr) advised the hp that she should not be connected during prime. The hp stated that she disconnected to go to the bathroom and then re-connected. The tsr assisted the hp to disconnect and advised the hp to start over with new supplies and contact the peritoneal dialysis nurse. The patient continued therapy successfully. There was no patient injury or medical intervention associated with this event.